Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing discomfort due to migration of the balloon into the scrotum and incontinence due to the device no longer operating as intended. The aus was replaced, and there were no additional patient complications reported.